Manufacturer narrative:
The insulin pump passed the selftest, unexpected restart error test and displacement test. No unexpected restart or external ram error alarms noted. Device was downloaded properly to carelink. However, no data was found at the carelink report, just the message saying the device returned invalid entries; all data read will be discarded. Problem caused by several displayable history check failed on startup alarms at the alarm history file. Alarms due to corrupted history files. Device had cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
Customer's grandmother reported via phone call that the customer was trying to download data to carelink and the insulin pump alarmed displayable history check failed on startup. Blood glucose value is unknown. It was stated that a temp basal was programmed before the alarm and the insulin pump was stored with a dead battery for an extended period of time. The alarm history showed the error alarm 8 times on (B)(6) 2015. The insulin pump was replaced and returned for analysis.